Event description:
It was reported that the probe was connected during the operation. However, when the probe was used, it was found that it could not deliver current and there was no response when the probe was placed on the nerve. The problem was solved after replacing the new probe. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the probe, handle, and an open pouch were returned in a large plastic sleeve. The pouch was open from 3 of 4 sides when returned. There was no damage or contamination observed on the returned device. The continuity check was performed and electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The probe tip was easily loaded into a handle, and the device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold. During the stimulation with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There were no reading or response issues found during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.